Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit was firing on its own. There was no patient injury.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found that one of the top rear corners was broken. There was no patient involved. The reported condition was not confirmed. The controller was replaced as a preventative measure to address the condition. It was also reported that the unit was powered up and failed post for error 232. The investigation found that the time and date had reset. The investigation identified the cause of the reported event to be a software issue. The unit was docked and the time and date were set to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.